Event description:
Revision surgery due to periprosthetic fracture (calcar fracture) and subsidence of the polarstem. Patient felt pain 4 weeks prior to revision. No further information/ documents and no explants available (discarded).